Event description:
It was reported that the device would not release the clip and when it was fired the legs would cross or fold. The clips were jamming in the jaws and not releasing. A similar device was used to complete the case with no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.